Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Traces of liquid inside the device have been reported. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the some kind of liquid spilled on the unit and have entered the ventilator. The liquid affected dc/dc & battery control and user interface cable. In result, the communication error occurred between display and user interface cable. There was no patient harm. The parts have been replaced to resolve the issue. The device was delivered to the user in working condition. Liquid spillage onto the ventilator may lead to liquid ingress into the ventilator and cause short circuiting which may affect the essential functions of the ventilator. The servo devices are intended to be use in the hospital environment. However, it has remained unknown when or under which circumstances the liquid spilled onto device. Based on the above information, it has been concluded that the cause is trace to usability issue of the occurrence of the liquid on device. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 05/17/2017; corrected manufacture date: 05/24/2017.

Event description:
It was reported that the ventilator was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).